Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The device was previously returned and investigated, under (B)(4) on the 1st august 2013. The details of complaint were ¿device switching on automatically¿. The investigation concluded that there was a membrane failure. Hardware and software upgrades as per (B)(4) and final test ((B)(4)) were implemented. The pogo pins and the membrane were replaced. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2013. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that an attempted pad-pak installation occurred on the (B)(6) 2013 which initially resulted in the device failing an auto self-test. A pad-pak was subsequently installed successfully shortly after this with the user manually power cycling the device. The device successfully performed all subsequent weekly auto self-tests up to the last log entry on the (B)(6) 2017. No further log entries were recorded. A test pad-pak was inserted into the device. The device successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. The investigation was unable to replicate, or find any evidence of, the reported fault. Therefore, it is assumed the customer returned the device in response to the field safety corrective action as the device serial number falls into the range covered by the field safety corrective action. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
Excemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.